Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a labral repair procedure, while attempting to bite tissue using the ar-4068-25tr suture lasso, as the surgeon rotated their wrist the tip of the suture lasso broke where it conjoins to the shaft. The rep confirmed the broken tip was fully retrieved from the tissue by using a tissue grasper. Another manufacturer's product was brought in to complete the procedure. The rep stated the device and broken tip will be returning for evaluation. No additional incisions were necessary. Additional information received on 09/24/2019: the rep stated during the same procedure there was also an issue with ar-1923bc (lot: 10235662) biocomposite pushlock suture anchor. Upon implantation, as the surgeon was finalizing the ar-1923bc into the glenoid bone, approximately 10% of the back end of the anchor broke. The rep confirmed the broken fragment was fully retrieved, and the remaining 90% of the anchor that was implanted in the bone was left implanted in the patient.